Event description:
During system upgrade physician noted rising bipolar impedance. This lead is currently implanted and functioning in unipolar mode, but may eventually be shut off. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.